Event description:
It was reported that the right atrial (ra) lead had no capture. During the lead revision, it was discovered under fluoroscopy that the lead had been completely severed under the collar bone. The ra lead was partially explanted, capped and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the proximal segment of the lead was returned, analyzed and all conductors were fractured. It was noted that there was blood/body fluid on the proximal conductor (not obstructed). Also, the outer insulation had a cosmetic cut, had a white substance and had a cosmetic depression.